Manufacturer narrative:
Based on evaluation results and that the box/tray was received open and it was unknown how the samples of product code 623 got into the box.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Received one opened tray with unopened overwraps. Tray pertained to batch jbj721, product code 8623h, expiration 07/2019. The printing on the tyvek for all overwrapped pouches was batch jlj573, product code 623, expiration date 09/2020. Batch jbj721 was packaged in the r7000 #6 machine on 02/23/15. Batch jlj573 was packaged on the r7000 #4 machine on 10/29/15. These machines are physically located on separate buildings. In addition, there was an eight month difference from when one batch was run versus the other. As part of the verification, reworks were verified and the two batches did not have a rework where the product mix failure mode could have occurred.

Event description:
It was reported that the patient underwent a breast augmentation procedure on (B)(6) 2016 and the suture was used. During the procedure, the device package was opened and other type of suture was found inside. The procedure completed with another like device. There was no adverse patient consequence reported. No further information is available.